Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact from the facility reported that the microsphere (ssr10051420/c30326) could not be detached for an unknown reason. Another device (details unknown) was used instead. It is unknown whether there was any patient consequence. At the time of initial contact the product was available for return.

Manufacturer narrative:
The unidentified detachment control box (dcb) and the unknown connecting cable were not returned. The unidentified microcatheter was not returned. It was stated in the event description that the device was sent to a decontamination facility. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was unsheathed and entangled. The detachment fiber is intact, undamaged, and did not receive heat and melt. Unreported damage of the proximal section of the coil being returned stretched was found. Due to post-procedural handling, cleaning, and packaging the circumstances of how and when the coil was stretched cannot be determined. The remainder of the coil is intact. The device positioning unit (dpu) failed electrical testing with resistance ranging from 0.0 ohms, (range 48.5-56.0) ((B)(4)) and the enpower systems ready green light failed to illuminate (IFU). Additional readings found that resistance still failed, but were in an upward spiral >32.03 m ohms. No manufacturing were found. The complaint of the coil¿s non-detachment is confirmed. The device positioning unit (dpu) failed electrical testing with resistance ranging from 0.0 ohms, (range 48.5-56.0) and the enpower systems ready green light failed to illuminate (IFU). The most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Furthermore, it was not stated that a pre-deployment electrical test was completed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however the circumstances of how and when the failure occurred could not be determined. Review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint and microcoil systems are electrically tested prior to release. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was received for decontamination. The coil was received entangled. The physical product investigation is not yet complete. Additional information will be provided within 30 days. No conclusions are made at this time.